Event description:
The reporter indicated that a 12.6mm vicmo12.6; -18 diopter implantable collamer lens had tore during loading on (B)(6) 2022.. On the same date a replacement lens of the same model/length was implanted and this resolved the problem. The cause of the event was reported as "other" and it was noted "the forceps torn the icl while loading".

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).